Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red heater line of four (4) homechoice cassettes would not grip or connect properly to a heater bag. This event occurred before use with patient involvement. The customer restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The four samples were received for evaluation and an evaluation is complete. The samples were received without a pouch. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the samples with the naked eye and no abnormality was observed. A connection test was performed on the heater line¿s connectors with no abnormality for the samples. Functional testing was performed, self-testing and priming was on the samples and no abnormality was observed. The reported condition was not verified on all four samples. Should additional relevant information become available, a supplemental report will be submitted.